Event description:
A hospital in the (B)(6) reported they sterilized the tfn nail with the protective plug in the proximal end of the nail. The surgeon tried to remove the melted plug, he thinks that everything has been removed and finally the tfn was implanted. The surgery could be finished as foreseen.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.